Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  (B)(4).

Event description:
It was reported that the patient experienced a drop in blood pressure and was syncopal/pre-syncopal once the implantable pulse generator (ipg) reached the elective replacement indicator (eri) and switched to ventricle-only pacing. The ipg was reprogrammed to the previous pacing mode and the patient felt better instantaneously. The ipg was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.